Manufacturer narrative:
Service provider reports having inspected, repaired, and returned the chair back to the end-user. Service provider reports the mc6s 10x 45 bolt that attaches the recline actuator to the back hinge and snapped off. Photos supplied by provider confirmed this hardware component to have broken. Provider reports being able to remove the portion of bolt out of the back hinge and replace with a new bolt. Provider stated that there weren't any further damages to other components that he noticed. Provider reports having operated the seating fully both with and w/o weight with no further issues having been noted and unit was returned to the end-user. Provider reported having discarded the affected component in the field. Discussions were made with the family as to the end-user's usage. It was reported that the end-user remains in the device seating while being transported on the school bus. It was discussed with the end-user's mother permobil's recommendation that users not remain in the seating during transport as outlined in the c500 owner's manual. It was explained to the mother that the forces exerted on to the seating during transport, over time, can apply undue stress to various components that can lead to eventual fatigue of the material. Mother stated that she understood and will address the school about transferring the user out of the seating during transport. It is believed this component failure was the result of undue stress that led to material fatigue. The DHR was reviewed and unit was built according to specification.

Event description:
Received report of while performing a transfer into the seating via a ceiling lift, the back-rest portion of the seating allegedly gave way causing the end-user to slide out of the seating on to the floor. No injuries were reported to have occurred due to this reported event.